Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent recurrent hernia repair on (B)(6) 2011 and mesh was implanted. The patient had surgery to repair large bowel adhesions on (B)(6) 2011. On (B)(6) 2012, the patient had another recurrent incisional hernia repair and another mesh was implanted. On (B)(6) 2015, the patient had another surgery to repair a recurrent hernia and the previously placed mesh was separated from the fascia and adhesions were present on the bowel. The bowel was repaired by lysing the adhesions. The patient continues to experience abdominal pain. No additional information was provided.